Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient. No intervention was performed. No patient consequences was reported.

Manufacturer narrative:
Correction performed on the investigation conclusion code previously reported as attributed due to device malfunction to cause not established. The product was not returned for analysis and the entry was made in error.